Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the x-ray tube, checked the high voltage circuit and calibrated the generator and the filament. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would exhibit intermittent fluoroscopic x-ray. No pt injury was reported.